Manufacturer narrative:
Pump was received with cracked battery tube threads, cracked case at corner of the belt clip rails, missing reservoir tube retainer and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump was damaged. The customer's blood glucose level was 19.6 mmol/l at the time of the incident. The customer stated that the pump was dropped on the floor. The customer mentioned a crack on the back of the pump. The product was returned for analysis.